Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm. The customer's blood glucose reading was 14 mmol/l. The customer treated with the pump. The customer stated that the pump fell on the cooler to the ground. The customer reported drive support cap to appear flushed. The insulin pump was returned for analysis.